Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a product investigation was completed: upon visual inspection, it was observed that the device shows nicks all over the body. No broken features were observed with the returned device. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The drilling schanz screw was received assembled with universal chuck handle. Chuck was rotated and disassembled from drilling screw. Chuck handle was working as intended without any issues. Dimensional inspection of the received device was not performed as no damage relevant to dimensions was evident. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. The complaint cannot be confirmed as no broken features were observed with the returned device. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the universal chuck with t-handle was broken. It is unknown when the issue was observed and if there is patient involvement. This report is for one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).